Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was completed as planned by using the mobile system at the time of the event. The philips remote service engineer (rse) checked the system remotely and confirmed that geometry of the c-arm was unavailable. Upon troubleshooting, the philips field service engineer (fse) went onsite and found that amc drive caused short circuit and suggested follow-up work order to replace the same. To resolve the issue, the fse replaced the amc drive and performed recalibration of positions and currents of c-arc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry of the c-arm was unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.